Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead had a lead warning due to polarization switch. There was low impedance pre lead warning. Noise from unipolar sensing was noted on high rates and there were no measureable r-waves. The lead remains in use. No patient complications have been reported as a result of this event. It was additionally reported that the patient complained about not having as much energy as when the device was upgraded. There was an atrial polarity switch. The lead had no sensing and low unipolar impedance. Capture was unable to be verified. The lead was suspected of a fracture due to clavicle rib crush. The lead was capped and replaced.

Event description:
It was reported that the ventricular lead had a lead warning due to polarization switch. There was low impedance pre lead warning. Noise from unipolar sensing was noted on high rates and there were no measureable r-waves. The lead remains in use. No patient complications have been reported as a result of this event.